Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 'a's across the screen on channel a was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 803:07, found as an ancillary condition, confirms the customer's condition. The root cause of this condition was determined to be dirty prisms on channel a. The channel a prisms were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with "a's across the screen on channel a." This condition was found while testing the device in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.